Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. A review of the vad's manufacturing documentation confirmed that the associated device met all requirements for release. A review of the controller's manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Internal visual inspection revealed no anomalies. Log file analysis associated with (B)(6) revealed two (2) controller power up events without associated motor start events logged on 17/jun/2025 at 12:05:35 and 12:09:51. Vari ous parameters, including time, patient ID, and vad ID were being programmed prior to the controller power up events, indicating the power up events occurred during the initial programming of the controller and/or a controller exchange. Additionally, log file analysis did not reveal any motor start events or failure to restart events involving (B)(6). Log file analysis associated with (B)(6) revealed one (1) controller power up event with an associated motor start event logged on 17/jun/2025 at 06:09:25. Review of the event log file revealed that the controller was not in use prior to the controller power up event, indicating that the power up event occurred during a controller exchange. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. As a result, the reported vad stop and failure to restart events could not be confirmed. A possible cause of the reported events could not be determined because the devices tested within specification and the issue could not be duplicated. Additional products: d1: controller d4: (B)(6) d9: yes, return date: 14-july-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2025 / serial #: (B)(6). D9: no. H3: no. H4: mfg date: 11-oct-2024. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine controller exchange, the ventricular assist device (vad) was unable to restart. This device is included in the subgroup 3 population for delay or failure to restart. A controller with alternate software was used and successfully started the pump. The vad remains implanted and in service. No patient complications have been reported as a result of this event.